Event description:
The port was placed in the pt on 7/31/96 for continuous infusions of heparin. No problems were encountered with the port while it was in use. During removal of the port on 6/17/96, it was discovered that part of the catheter had broken off.